Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to low battery, high capture threshold and low sensing were observed. The lead was explanted and replaced. The patient was in good condition.

Event description:
Correction to the event notes that the lead was capped and replaced.